Manufacturer narrative:
Block h6: device code a150103 captures the reportable event of tip premature deployment.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the basket tip broke off while attempting to crush the stone. The tip was visualized in the duodenum. There were no patient complications reported as a result of this event.